Event description:
Unomedical reference number: (B)(4). Event occurred in serbia. On (B)(6) 2024, it was reported that patient faced infusion set cannula bent event. Blood glucose levels at the time of event was 27mmol/l he managed high blood glucose with insulin pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: serbia.